Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during the manual prime process. The customer's blood glucose was 546 mg/dl, which was treated with manual injection. The customer reported that the insulin pump had alarmed no delivery 10 times. She stated that she saw insulin during the prime and had a bent cannula. She stated that she was asleep when she received the first no delivery alarm, but now she began receiving no delivery alarms every time she tried to fill the tubing. Insulin exited the tubing with a manual plunger push. She was advised to rewind the insulin pump, reinsert the reservoir, and run a manual prime to at least 5.0 units. She reported that the insulin pump did not alarm no delivery, and she was advised that the insulin pump worked as designed. She stated that she had high blood glucose due to the no delivery alarms and had changed her infusion set 2 to 3 times. She was advised that the infusion sets would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.